Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007:the patient presented with pre operative diagnosis of degenerative disk disease, c7-t1 and c6-c7 and underwent following procedures: anterior cervical diskectomy and fusion c6-c7anterior cervical diskectomy and fusion c7-t1. Per operative report: "...a standard diskectomy was performed at c6-c7 and also at c7-t1. Next the peek cage was then placed in the interbody space at c6-c7 and c7-t1and was packed with bone graft.a plate at this point attached from c6 to t1 to secure the interbody graft. The patient was taken from operating room in stable condition." Intra-operatively patient underwent cervical -spine x-ray. Impression: the plate and screw fixation from c6 through t1 with vertebral body disc spacing material seen. On (B)(6) 2008: the patient underwent cervical spine x-ray. Impression: instrumentation unchanged and alignment intact flexion and extension is involved only the upper 5 cervical levels again.patient presented for an office visit. Chief complaint neck pain, as per physical exam in the c7-t1 area. On (B)(6) 2008: the patient presented for post operative evaluation.the patient underwent cervical spine x-ray . Impression: uncomplicated anterior spinal fusion and no instability with flexion and extension. On (B)(6) 2009:the patient underwent cervical spine, thoracic spine x-ray. Impression: anterior and interbody fusions at c6-7 and c7- t1. No complications are observed. Mild relative disc narrowing at c5-6 associated with endplate spurring. No acute abnormalities. Minimal dextroconvex curvature centered in the midthoracic spine with height and alignment otherwise normally maintained. On (B)(6) 2009, the patient underwent mr imaging of the brain. Impression: sinonasal inflammatory changes including mucus retention cyst. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.